Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("following implantation she experienced pain") in a 28 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("following implantation she experienced changes in menstrual cycle"), urinary tract disorder ("following implantation she experienced urinary problems"), genital haemorrhage ("following implantation she experienced abnormal bleeding"), bladder disorder ("following implantation she experienced bladder problems"), dyspareunia ("following implantation she experienced dyspareunia") and mental disorder ("following implantation she experienced psychological issues"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal on (B)(6) 2022). On (B)(6) 2022, all of the events had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, changes in menstrual cycle, abnormal bleeding, bladder and/or urinary problems, dyspareunia and psychological issues which only began resolving once the device was removed on (B)(6) 2022. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("following implantation she experienced pain") in a 28 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("following implantation she experienced changes in menstrual cycle"), urinary tract disorder ("following implantation she experienced urinary problems"), genital haemorrhage ("following implantation she experienced abnormal bleeding"), bladder disorder ("following implantation she experienced bladder problems"), dyspareunia ("following implantation she experienced dyspareunia") and mental disorder ("following implantation she experienced psychological issues"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal on (B)(6) 2022). On (B)(6) 2022, all of the events had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, changes in menstrual cycle, abnormal bleeding, bladder and/or urinary problems, dyspareunia and psychological issues which only began resolving once the device was removed on (B)(6) 2022. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-oct-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("following implantation she experienced pain") in a 28 year-old female patient who had essure inserted (lot no. He011d6) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis on (B)(6) 2022, overactive bladder on (B)(6) 2022, premenstrual pain on (B)(6) 2021, dysuria on (B)(6) 2019, urination pain on (B)(6) 2018, anemia and genital bleeding on (B)(6) 2018, bacterial vaginosis and vaginal irritation on (B)(6) 2017, lower abdominal pain, vaginal discharge and thrush on (B)(6) 2017, palpitations on (B)(6) 2017, iliac fossa pain on (B)(6) 2017 and suprapubic pain on (B)(6) 2017. Previously administered products included: iud nos. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("following implantation she experienced changes in menstrual cycle"), urinary tract disorder ("following implantation she experienced urinary problems"), genital haemorrhage ("following implantation she experienced abnormal bleeding"), bladder disorder ("following implantation she experienced bladder problems"), dyspareunia ("following implantation she experienced dyspareunia") and mental disorder ("following implantation she experienced psychological issues"). Essure was removed on (B)(6) 2022. An unknown time later she experienced device intolerance ("inability to tolarate the device"). The patient was treated with surgery (bilateral salpingectomy). On (B)(6) 2022, the pelvic pain, menstrual disorder, urinary tract disorder, genital haemorrhage, bladder disorder, dyspareunia and mental disorder had resolved. The reporter considered bladder disorder, device intolerance, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, changes in menstrual cycle, abnormal bleeding, bladder and/or urinary problems, dyspareunia and psychological issues which only began resolving once the device was removed on (B)(6) 2022. A new essure insertion date was provided on the follow-up received on 03/aug/2023: 04/jan/2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2022: essure was removed along with tubes. Hysteroscopy showed no residual metal/essure within uterine cavity [pathology test] (date unknown): macroscopic report: 1. Left fallopian tube: a fallopian tube that measures 70mm in length with a maximum diameter of6mm. There is a small area that appears clamped that is 2mm in length 2. Right fallopian tube with essure: a fallopian tube measuring 85mm in length with a maximum diameter of 8mm. A wire device is present within the lumen of the tube 3. Endometriosis: two pieces of fibroadipose tissue. The first measures 7 x 5 x 3mm, and the second measures 9 x 6 x 3mm. [Ultrasound pelvis] on (B)(6) 2017: normal uterus and ovaries (the left ovary confirmed 2.1cm follicle. Both essure devices appeared correctly positioned; on (B)(6) 2021: no abnormality. Exam revealed some uterine tenderness but no other abnormality; on (B)(6) 2021: findings: essure clips noted in the right and left adnexa. Conclusion: normal ultrasound appearances of the uterus and both ovaries [ultrasound scan vagina] on (B)(6) 2017: normal uterus, ovary. Both essure devices in right place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-aug-2023: summons received. Event device intolerance added, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("following implantation she experienced pain") in a (B)(6) year-old female patient who had essure inserted (lot no. He011d6). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("following implantation she experienced changes in menstrual cycle"), urinary tract disorder ("following implantation she experienced urinary problems"), genital haemorrhage ("following implantation she experienced abnormal bleeding"), bladder disorder ("following implantation she experienced bladder problems"), dyspareunia ("following implantation she experienced dyspareunia") and mental disorder ("following implantation she experienced psychological issues"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal on (B)(6) 2022). On (B)(6) 2022, all of the events had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, changes in menstrual cycle, abnormal bleeding, bladder and/or urinary problems, dyspareunia and psychological issues which only began resolving once the device was removed on (B)(6) 2022. A new essure insertion date was provided on the follow-up received on (B)(6) 2023: (B)(6) 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-aug-2023: essure lot number and new essure insertion date was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("following implantation she experienced pain") in a 28 year-old female patient who had essure inserted (lot no. He011d6) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis on 2022, overactive bladder on (B)(6) 2022, premenstrual pain on (B)(6) 2021, dysuria on (B)(6) 2019 urination pain on (B)(6) 2018, anemia and genital bleeding on (B)(6) 2018, bacterial vaginosis and vaginal irritation on (B)(6) 2017, lower abdominal pain, vaginal discharge and thrush on (B)(6) 2017, palpitations on (B)(6) 2017, iliac fossa pain on (B)(6) 2017 and suprapubic pain on (B)(6) 2017. Previously administered products included: iud nos. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("following implantation she experienced changes in menstrual cycle"), urinary tract disorder ("following implantation she experienced urinary problems"), genital haemorrhage ("following implantation she experienced abnormal bleeding"), bladder disorder ("following implantation she experienced bladder problems"), dyspareunia ("following implantation she experienced dyspareunia") and mental disorder ("following implantation she experienced psychological issues"). Essure was removed on (B)(6) 2022 with surgery (bilateral salpingectomy). On (B)(6) 2022, all of the events had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, changes in menstrual cycle, abnormal bleeding, bladder and/or urinary problems, dyspareunia and psychological issues which only began resolving once the device was removed on (B)(6) 2022. A new essure insertion date was provided on the follow-up received on (B)(6) 2023: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2022: essure was removed along with tubes. Hysteroscopy showed no residual metal/essure within uterine cavity [pathology test] (date unknown): macroscopic report: 1. Left fallopian tube: a fallopian tube that measures 70mm in length with a maximum diameter of6mm. There is a small area that appears clamped that is 2mm in length 2. Right fallopian tube with essure: a fallopian tube measuring 85mm in length with a maximum diameter of 8mm. A wire device is present within the lumen of the tube 3. Endometriosis: two pieces of fibroadipose tissue. The first measures 7 x 5 x 3mm, and the second measures 9 x 6 x 3mm. [Ultrasound pelvis] on (B)(6) 2017: normal uterus and ovaries (the left ovary confirmed 2.1cm follicle. Both essure devices appeared correctly positioned; on (B)(6) 2021: no abnormality. Exam revealed some uterine tenderness but no other abnormality; on (B)(6) 2021: findings: essure clips noted in the right and left adnexa conclusion: normal ultrasound appearances of the uterus and both ovaries [ultrasound scan vagina] on (B)(6) 2017: normal uterus, ovary. Both essure devices in right place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-aug-2023: medical record received. Pathology report added. Medical history added. New reporter & lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("following implantation she experienced pain") in a 28 year-old female patient who had essure inserted (lot no. He011d6) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis on (B)(6) 2022, overactive bladder on (B)(6) 2022, premenstrual pain on (B)(6) 2021, dysuria on (B)(6) 2019, urination pain on (B)(6)2018, anemia and genital bleeding on (B)(6) 2018, bacterial vaginosis and vaginal irritation on (B)(6) 2017, lower abdominal pain, vaginal discharge and thrush on (B)(6) 2017, palpitations on (B)(6) 2017, iliac fossa pain on (B)(6) 2017 and suprapubic pain on (B)(6) 2017. Previously administered products included: iud nos. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("following implantation she experienced changes in menstrual cycle"), urinary tract disorder ("following implantation she experienced urinary problems"), genital haemorrhage ("following implantation she experienced abnormal bleeding"), bladder disorder ("following implantation she experienced bladder problems"), dyspareunia ("following implantation she experienced dyspareunia") and mental disorder ("following implantation she experienced psychological issues"). Essure was removed on (B)(6) 2022. An unknown time later she experienced device intolerance ("inability to tolerate the device"). The patient was treated with surgery (bilateral salpingectomy). On (B)(6) 2022, the pelvic pain, menstrual disorder, urinary tract disorder, genital haemorrhage, bladder disorder, dyspareunia and mental disorder had resolved. The reporter considered bladder disorder, device intolerance, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, changes in menstrual cycle, abnormal bleeding, bladder and/or urinary problems, dyspareunia and psychological issues which only began resolving once the device was removed on 2 (B)(6) 2022. A new essure insertion date was provided on the follow-up received on 03/aug/2023: 04/jan/2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2022: essure was removed along with tubes. Hysteroscopy showed no residual metal/essure within uterine cavity [pathology test] (date unknown): macroscopic report: 1. Left fallopian tube: a fallopian tube that measures 70mm in length with a maximum diameter of6mm. There is a small area that appears clamped that is 2mm in length 2. Right fallopian tube with essure: a fallopian tube measuring 85mm in length with a maximum diameter of 8mm. A wire device is present within the lumen of the tube 3. Endometriosis: two pieces of fibroadipose tissue. The first measures 7 x 5 x 3mm, and the second measures 9 x 6 x 3mm. [Ultrasound pelvis] on (B)(6) 2017: normal uterus and ovaries (the left ovary confirmed 2.1cm follicle. Both essure devices appeared correctly positioned; on (B)(6)2021: no abnormality. Exam revealed some uterine tenderness but no other abnormality; on (B)(6) 2021: findings: essure clips noted in the right and left adnexa conclusion: normal ultrasound appearances of the uterus and both ovaries [ultrasound scan vagina] on (B)(6) 2017: normal uterus, ovary. Both essure devices in right place lot number: he011d6 manufacture date: 2015-10 expiration date: 2018-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-aug-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.